Event description:
It was reported that there was no salt solution in the lens vials, and the lenses were dry. Reportedly this issue occurred with five lenses. This report references lens 1 of 5. Reference MDR#1313525-2015-00543 for lens 2 of 5 involved in the event. Reference MDR#1313525-2015-00544 for lens 3 of 5 involved in the event. Reference MDR#1313525-2015-00545 for lens 4 of 5 involved in the event. Reference MDR#1313525-2015-00546 for lens 5 of 5 involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.